Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, catheter shaft fracture occurred. The target lesion was located in the tortuous calcified left anterior descending artery (lad). The physician had difficulty advancing a 2.5 x 28mm promus premier stent to the lesion. After pushing extremely hard the catheter shaft broke. The procedure was completed with another of the same device. No further complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the hypotube was broken 221mm distal to the manifold strain relief. The hypotube was flattened at the breakpoint indicating the hypotube had kinked prior to breakage. Additionally there were severe kinks at either side of the break. Distance from various kinks to manifold strain relief: 39mm; 204mm; 234mm; 319mm (minor kink). The tip was slightly flared circumferentially. The port was slightly torn/ damaged. A 0.0155" product mandrel was advanced through the guidewire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, catheter shaft fracture occurred. The target lesion was located in the tortuous calcified left anterior descending artery (lad). The physician had difficulty advancing a 2.5 x 28mm promus premier stent to the lesion. After pushing extremely hard the catheter shaft broke. The procedure was completed with another of the same device. No further complications were reported and the patient status is fine.